Manufacturer narrative:
The alarm trace showed multiple abnormal aspiration reagent pipette alarms and abnormal aspiration sample pipetter/sample probe alarms. This indicates preanalytical issues. The field service engineer performed general maintenance and detected that the system was underfilled with the wash solution. He then performed a hardware check on 08-jan-2025 with acceptable results. The investigation did not identify a product problem. The root cause was consistent with a pre-analytical handling issue at the customer site. Preanalytics are within the customer's responsibility.

Manufacturer narrative:
The cobas pure c303 analytical unit serial number was (B)(6). Qc was within range on the day of the event. The investigation is ongoing.

Event description:
We received an allegation about altp results for 5 patients' serum samples not matching the altp results in heparinized plasma samples tested on a cobas pure c303 analytical unit. Sample 1 (patient 1): serum result: 72.2 u/l. Plasma result: 66.1 u/l. Sample 2 (patient 2): serum result: 21.1 u/l. Plasma result: 15.6 u/l. Sample 3 (patient 3): serum result: 91.2 u/l. Plasma result: 86.8 u/l. Sample 4 (patient 4): serum result: 25.3 u/l. Plasma result: 19.3 u/l. The customer was planning to switch from performing tests in serum tubes to heparin tubes and this was what prompted the repeat of the samples. No questionable results were reported outside the laboratory. The serum results were considered to be correct. On (B)(6) 2024: sample 5 (patient 5): serum result: 25.5 u/l. Plasma result: 17.6 u/l. The customer suspected potential interference between the anticoagulant.